Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 patient information: unknown when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative"ampoules of glue have cracked or broken inside the pouch exposing glue to be crystalized." Product is not usable. This incident did not cause or contribute to serious injury or death or a delay in surgery. There was no additional intervention mentioned on the submission. All med watch submissions related to this are: 3003639970-2019-00150; 3003639970-2019-00152; 3003639970-2019-00153; 3003639970-2019-00154.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 2 closed boxes (10 units per box). Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 20 closed samples to analyze this complaint. All ampoules received have been optically evaluated and we have not found leakage signs in any of them. A review of the batch manufacturing record for this product had uncritical deviations during the process and the results of the product before releasing fulfill b. Braun surgical requirements. The device history record has been reviewed. The DHR was released on 2017-01-30 with uncritical deviations regarding the sealing temperature of the aluminum pouches. No corrective/preventive actions needed. Associated medwatches: 3003639970-2019-00150, 3003639970-2019-00151 (this report), 3003639970-2019-00152, 3003639970-2019-00153, 3003639970-2019-00154.